Event description:
In 1999, the patient experienced persistent weakness, vertigo, and increasing sob. Echo showed an ejection fraction of 60% and "pvl". The patient was admitted due to hemolytic anemia (hgb 6) and received 2 prbcs. In 2000, echo showed the valve appeared to be stable with moderately severe 3+ mitral insufficiency, a peak gradient of 30mmhg across the valve, and significant "pvl" adjacent to the valve. The patient continued to have chf secondary to "pvl". The patient also had several episodes of epistaxis. In 2001, echo showed 3-4+ mitral regurgitation with "pvl". The patient was admitted with fever and rigors and was treated medically and resolved. The patient was considered to be very high surgical risk and was treated with medical therapy. This valve was the replacement device for 2648612-2003-00011. No additional information was received.